Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the low reservoir alarm date was (B)(6) 2015 and the reporter believed the pump was empty. The patient experienced a fever of 101 degrees fahrenheit and was stiff. The reporter planned to refill the pump. The pump was used to deliver gablofen (baclofen; 2000mcg/ml, 1322mcg/day). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.